Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Implanted date - 1996.

Event description:
It was reported that patient underwent a left knee revision procedure approximately ten (10) years post-implantation due to poly wear. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown, expiration date - unknown. Date implanted - 1996; (B)(6) 2006. Date explanted - (B)(6) 2006; remains implanted. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date in 1996. Subsequently, the patient was revised on (B)(6) 2006 due to poly wear. The bearing was removed and replaced. A second revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date in 1996. Subsequently, the patient was revised on (B)(6) 2006 due to poly wear. The bearing was removed and replaced. A second revision procedure has been indicated due to poly wear and instability; however, no revision procedure has been reported to date.